Manufacturer narrative:
The device was returned for analysis. Visual and microscopic inspection revealed that the imaging window partially detached near the lap joint. Impedance testing showed no electrical issues with the device. Image testing could not be performed due to the partial detachment.

Event description:
Reportable based on device analysis completed on 02feb2024. It was reported that visualization issue occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. An opticross hd imaging catheter was advanced for ultrasound examination of the target lesion, but during pullback the image was lost. The procedure was completed with another of the same device. No patient complications were reported. However, device analysis revealed that the imaging window partially detached near the lap joint.